Event description:
On (B)(6) 2010, the pt presented to the hospital with acute stroke symptoms, an nihss of 17 and mrs of 5. The study device was used on the target vessel, left m2, in conjunction with 10 mg of rtpa in the left side of both the m2 branch and the aca. Vasospasm occurred with possible relationship to both the study device and angiographic procedure. The event was reported as mild and was resolved with remedial therapy.

Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for the penumbra (B)(4). The information available regarding these events is limited to the procedural reports provided by the hospital.